Event description:
It was reported that the patient experienced a loss of therapeutic effect over the past 2 weeks. She has tried all 4 programs and none are effective. This coincided with some back and leg pain she experienced. It was noted that the patient had been using "tens" to treat her back problem and she believed that this may have been interfering with her device. Further information has been requested from the hcp.